Event description:
It was reported that the training device's software need to be erased and reprogrammed. The pcu was set-up for the new training program for the hospital's nurses back in 2018. The pcu is in desensitization mode and it will not access on the wireless connection to update. The customer is requesting the manufacturer to turn off the desensitization mode of the pcu, so that it can be reprogram it and get the wireless connection working to keep updating the pcu (thru wireless system) when needed. There was no patient involvement.

Manufacturer narrative:
Omit: a1801 - contamination. Correction: report source. Additional information: imdrf annex a.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the training device's software need to be erased and reprogrammed. The pcu was set-up for the new training program for the hospital's nurses back in 2018. The pcu is in desensitization mode and it will not access on the wireless connection to update. The customer is requesting the manufacturer to turn off the desensitization mode of the pcu, so that it can be reprogram it and get the wireless connection working to keep updating the pcu (thru wireless system) when needed. There was no patient involvement.